Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly calcified left superficial femoral artery. A 6.0mmx100mmx150cm sterling balloon catheter was advanced for dilatation. However, during the initial inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with a different device. There were no patient complications nor injuries reported.